Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.1, g.3.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation noted as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "possibly leaking","the appearance is smaller than the other breast" and "feels mushy." Device remains implanted.